Event description:
Follow up from the health care provider reported the cause of the event was a fall. The event was attributed to the lead. It was noted impedance check showed that the lead was not working and there was a break. Surgical removal and replacement occurred on (B)(6) 2012 of the lead. MRI x-ray or CT scan showed the lead had moved or broken. No daytime incontinence, nocutira times 1. Symptoms included urinary voiding return, frequent incontinence and nocturia. There was no injury to the patient or hospitalization. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot # v794129, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Event description:
It was reported that the patient fell in (B)(6) 2011 and "broke the connection." The patient had her leads revised this last spring / summer. Additional information has been requested, but was not available as of the date of this report.